Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported heart failure. Heart failure is listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI number cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment article titled: "prognostic impact of transcatheter mitral valve repair in patients with exercise-induced secondary mitral regurgitation."

Event description:
This will be filed to report re-hospitalization for heart failure post mitraclip procedure. It was reported through an article identifying mitraclip implanted in patients that may be related to re-hospitalization for heart failure. Details are listed in the attached article titled, titled, prognostic impact of transcatheter mitral valve repair in patients with exercise-induced secondary mitral regurgitation. No additional information was provided.